Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the bsv actuator valve and verified mode to mode, precision run, start up, latron, and controls. The fse also ordered the air cylinder for the secondary probe wipe block for the next visit. When he lowered the position of the probe wipe block on the secondary probe, the probe wipe was a little jerky on the way up. He adjusted the bracket of the probe wipe block to keep the air cylinder from extending too far. No jerky action at this time. Upon recur, the failure mode identified could cause erroneous results for any parameter. (B)(4).

Event description:
The customer reported mode to mode checks failed on the lh500 instrument. They obtained hgb results that were lower in secondary mode compared to primary mode (10.1 vs 11.8) and rbc results that were running higher in secondary mode (4.68 vs 4.17 in primary mode). Erroneous results were not reported outside the laboratory.